Manufacturer narrative:
Result: the fowler was severely bent.

Event description:
It was reported by service report that the fowler was severely bent. No patient involvement or adverse consequences were reported.